Event description:
The customer reported there was no communication between the c-arm and workstation. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit boards were tightened. The system was then found to be operating as intended.